Manufacturer narrative:
Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Vbs balloon stent burst intraoperative. Device was not implanted/explanted. It is unknown how the surgery proceeded. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the vertebral body stent with balloon had burst intraoperatively. Patient and surgery outcome were not reported. This report is for one (1) vbm w/balloon. This is report 1 of 1 for (B)(4)..